Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1g, every 96 hours, ongoing, route not reported) and ceftazidime injection (1g, daily, ongoing, route not reported) for peritonitis. Two days after the event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.